Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed. (B)(4).

Event description:
Treatment of an unruptured aneurysm located in the left vertebral artery. The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline (2.50mm x 20mm) embolization treatment. During the procedure, it was reported the capture coil separated from the pushwire as it was rotated three times. The broken capture coil was retrieved from the patient with a snare. The pipeline was implanted in the desired location. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline as it was implanted in the patient. The pushwire was found broken into two segments at approximately 176.5 cm from the proximal segment. Cross sectional analysis of the break surface indicated the failure mode was due to torsional overload. All products are 100% inspected for damages and irregularities during manufacture.pushwire break.(B)(4).